Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she went into a hot tub and she received a button error alarm. Customer stated that most of the buttons are not working. Customer's blood glucose was 280 mg/dl customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and stained end cap sticker noted.